Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer received multiple occlusion alarms. Reported customer's blood glucose level was 450 mg/dl.